Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4) lot# serial# (B)(4) implanted: (B)(4) 2014 explanted: product type lead product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2014 explanted: product type lead. Patient code (B)(6) and device code (B)(4) apply to the ins ((B)(4)). Device code (B)(4) applies to the 2 leads ((B)(4)). Device code (B)(4) no longer applies to the leads ((B)(4)) as lead breakage was refuted based on x-ray results. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reporter that the "wires" were checked using x-ray imaging to see if they were broken, and that they were not broken but may have moved a little bit because the patient was feeling a shock in their ribs. The patient was told it might have occurred after surgery. It was also noted that a manufacturing representative restarted the patient's battery, which resolved the over-discharge/charging/loss of stimulation issue. No other complications were reported or anticipated.

Manufacturer narrative:
Fdd (B)(4) applies to the leads (977a260) fdd (B)(4) apply to the ins (97714) fdc applies to the ins (97714) and the leads (977a260) information references the main component of the system and other applicable components are: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead. Product ID 977a260, serial# (B)(4),implanted: (B)(6) 2014, product type lead.

Event description:
Information was received from a consumer and a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain and chronic low back pain. It was reported that the patient was unable to communicate with/charge the ins and that they had not felt stimulation since (B)(6) 2017. The patient could not communicate with the ins recharger (insr) or the patient programmer (pp). The patient had not charged since (B)(6) due to a back fusion. After the patient's back fusion surgery they were told one of their 'wires' may be broken, but this was never confirmed. The patient's rep called back 6 days later and reported that they performed antenna locate 3 times and were getting the normal recharger screen. The patient was to continue charging and clear por once the ins was 25% charged. Follow-up was conducted. No patient complications were reported.